Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial pump training the ilet display became unresponsive on a ¿press and hold¿ screen, preventing selection of ¿yes¿ on the ¿do you see drops¿ screen, and a replacement ilet was provided. Symptoms included no alerts or alarms related to the event. Outcomes included continued cgm use with the dexcom app or receiver and instructions to shut down the ilet to avoid further alerts. Investigation included troubleshooting with the user and logistical actions for replacement and return. Investigation of this case revealed a screen responsiveness issue consistent with a hardware user interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the pump user interface.